Event description:
Country of complaint: (B)(6). Insufficient coagulation.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. K111824/ k130596. Product was not returned for eval. The mfg documents have been checked and found to be according to the specifications during the time of production. There are currently no further complaints with lot # 52027283.